Event description:
The recipient was reportedly experiencing sound quality issues and pain, with and without device use. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Additional information: the recipient continues to experience pain; however, the recipient surgeon confirmed that the pain is not related to the device. The external visual inspection of the device revealed tools marks and dents on the bottom cover, and the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is believed to be due to the use of monopolar cautery. The no lock condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. Residual gas analysis result revealed presence of nitrogen above the limit. Scanning electron microscopy analysis of seam weld and vent hole revealed a crack on the seam weld. This device malfunction due to the reported use of monopolar electrocautery during explant surgery. In addition, this device had nitrogen that exceeded the test limit. Based on an assessment of the helium leak test data, it is believed that this device was non-hermetic. The root cause of the excessive nitrogen was a leak through the crack in the seam weld caused during explant surgery. Due to the presence of moisture getter, no signs were observed. This is the final report.